Event description:
The customer stated that she tested her blood glucose and received a reading of 249 mg/dl. She thought that reading was high, so she retested using another contour meter. The other contour read 75 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.